Event description:
It was reported that the patients lead had migrated. The patient underwent a lead revision procedure wherein one lead was replaced. The patient was doing well postoperatively and explanted lead was discarded by the medical facility.